Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During an open reduction of a distal humerus, the depth gauge was not functioning correctly and not sliding. In the same surgery, when inserting a 6.5 cannulated screw in the ulna to prepare for an osteotomy. The bone fractured as the screw was being inserted possibly. The procedure was successfully completed without delay. No patient consequences noted. Concomitant devices reported: unk - screwdrivers(part# unknown, lot# unknown, qty 1). This complaint involves two (2) devices. This report is for (1) unk - plates: lcp this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: mrn: (B)(6). This report is for an unk - plates: lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.